Event description:
It was reported once the 2.5x15mm trek balloon dilatation catheter (bdc) was removed from the packaging the tip was noted to be cracked (not into two pieces). Another unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. Subsequently after the initial report was filed the account confirmed that the trek bdc shaft was noted to be cracked (not into two pieces) and not the tip of the device as originally reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device and the hypotube was found separated proximal to the proximal marker. Follow up was performed with the account and they confirmed that the separation occurred during packaging for return of the device to abbott vascular. The reported break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: additional information

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported once the 2.5x15mm trek balloon dilatation catheter (bdc) was removed from the packaging the tip was noted to be cracked (not into two pieces). Another unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.